Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) observed a clog in the stain fill tube. The fse replaced all of the pinch tubing of the slide stainer and replaced the four peripumps. The instrument was returned into service after completion of verified repairs. The root cause of the leaks was attributed to a damaged sensor mechanism and a plug in the stain fill tube. Mdrs associated with this event: 1061932-2011-01445; 1061932-2011-01444.

Event description:
The customer indicated that they had observed a leak on a lh slide stainer on two different days. This is report two of two and represents the lh slide stainer leak observed on (B)(6) 2011 the instrument had been previously repaired for this issue however the customer reported that the leak persisted after service. The healthcare workers interfacing with the machine were wearing personal protective equipment, which included laboratory coats and gloves, at the time of occurrence. There was no biohazardous exposure to healthcare worker uncovered wounds or mucous membranes and no injuries were reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death, injury or modification to patient treatment was associated with this event. There was an exposure plan in place at the facility and a material safety data sheet was available.